Event description:
It was reported that the wake button has stopped working. Reportedly, the customer has to press the button multiple times for the pump to respond. The device turns on when plugged into a power source. There was no patient involvement as the pump was not used for insulin therapy.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.